Manufacturer narrative:
H2) correction: b5, d1; additional information: d9, h10 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper and the associated device logs. Evaluation of the logs indicated that an instance of an error code for 'linked to no attached instrument - motion limits' occurred before the bipolar fenestrated grasper was recognized, when in use with the sterile interface module (sim). This error can indicate an instrument connectivity issue. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. The jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the bipolar fenestrated grasper and sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a robotic laparoscopic removal of gastrointestinal stromal tumor (gist) procedure, a bipolar fenestrated grasper (B)(6) was not recognized when connected with a sterile interface module (sim) (B)(6). After a couple of attempts of detaching and reattaching the bipolar fenestrated grasper, it was recognized successfully. After around five to ten minutes of use, the system lost connection with the bipolar fenestrated grasper again. Changed the sim to a second one (B)(6) and later also changed the bipolar fenestrated grasper with a second one (B)(6). Again, the second bipolar fenestrated grasper and second sim were not recognized. Withdrawing the bipolar fenestrated grasper and inserting it again solved it in second round with new sim and new bipolar fenestrated grasper and it worked the rest of the procedure. No injury to the patient.

Event description:
It was reported that during removal of gastrointestinal stromal tumor (gist) robotic laparoscopic procedure, at the beginning of the procedure, the bipolar fenestrated grasper (bfg) would not recognized. After a couple of attempts of detattaching and attaching the bfg, it recognized successfully. After around 5-10 minutes of use, the system lost connection of the bfg again. The staff changed the sterile interface module (sim) and later also changed the bfg with a new one , since the system lost connection of the bfg again. Withdrawing the instrument and inserting it again solved it in second round with new sim and new bfg and it worked the rest of the procedure. No injury to the patient.

Manufacturer narrative:
Concomitant product: product ID: mrasi0004; sn: (B)(6) product ID: mrasa0003; sn: (B)(6) product ID: mrasa0003; sn: (B)(6) product ID: mrasc0002; sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.